Event description:
The physician reported that during a mild procedure, a small blue fragment of what appeared to be shard of plastic material was noticed attached to the tip of the tissue sculptor after the device was removed (from the pt). It was reported that the piece of material was easily removed from the tip of the instrument by picking it off. After inspecting the portal and all blue components of the kit, the physician resumed treating the pt and completed the case without opening a new kit.